Manufacturer narrative:
H10: the device was received containing 226ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an underinfusion of approximately 40% during use of a folfusor lv (large volume). This was observed after use of the device. The device had been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.